Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin pump fell on floor. Customer also reports that drive support cap was sticking out . Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Insulin pump was unable to prime during the prime test, due to protruded and loose drive support disk. No prime alarm noted.